Event description:
It was reported that the patient alert sounded, the left ventricular (lv) lead exhibited out of range impedance and an apparent fracture. The lv lead pacing vector was reprogrammed and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.